Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Tandem customer technical support assisted the customer with reloading the cartridge and the estimate was accurate. The customer's blood glucose level was not impacted.